Event description:
Information received regarding a series of 67 tri-locks implanted with deltamotion through the direct anterior approach. Surgeon outlined that 27 of the 67 cases have experienced some level of ¿thigh pain¿. He describes this as ¿sub-trochanteric pain¿. This was further clarified as 6/67 having experienced ¿debilitating¿ pain, and 35% having some pain at 1 year. First procedure with trilock by this surgeon was (B)(6) 2011. Update in presentation attached which was received on (B)(6) 2015 : - 1) now 8/67 cases with sub-troc pain. The x-rays and patient history is available. 2) 7 patients have been revised - 3 of the explants are available for analysis. 3) 1 patient is planned to have revision surgery.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable. Follow-up with the complainant has been conducted for the catalog and lot number and this information is not available.